Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the meter would not power on and the issue began on the same day, at 11:30 a.m. She continued to take her set amount of glyburide (500 mg) and januvia (100 mg). The patient reported feeling shaky after the issue began. The patient denied receiving medical attention following use of the meter. The issue was not resolved with troubleshooting the cca. The meter was replaced. This complaint is reported, as the issue was not resolved and the patient alleged, she felt shaky, which is a symptom that can be suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned. Lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.